Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, her sets had fallen off from the site. The site was abdomen. The length of time of infusion was unknown. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure about the stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.